Event description:
Patient began having intermittent spo2 desaturations after room change. Nasal cannula flow and fio2 required titration up. At start of noc night shift, use of a portable oxygen analyzer identified that measured fio2 was 30% when the blender was set at 60%. The patient's nasal cannula was switched to a different blender.